Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device received with operating currents within spec. Unit was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. Device received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with cracked case at lcd window corners and battery tube threads. Device received with scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, keypad anomaly, and blank display. The blood glucose at the time of the incident was 108 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.